Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large hem-o-lok clip applier instrument and completed the device evaluation. The instrument was analyzed and was found to have multiple input disks cracked. Input disk #6 and #7 was found cracked inside the housing. Other backend components adjacent to the cracked inputs do not show damage. The input disk component uses ultem or peek material that is insert-molded over a steel pin. The insert molding process creates residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or therma exposure cycles, these cracks an propagate into larger cracks, and may cause the input disk to break and separate from the instrument. Additional observations related to the customer reported complaint: the instrument was found to have cracked clamping pulley(s) of input(s #5 (pitch)/ 6 (grip). The crack(s) resulted in loss of tension of the correlating grip/pitch cable(s).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large hem-o-lok clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument was not moving as intended. The procedure was completed as planned with no reported injury.